Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a patient underwent a bilateral symfony lens implants. After implantation of a zxr00 28.5 diopter intraocular lens (iol) on a male patient's right eye, it resulted in an hyperopic outcome. The lens was replaced with a smaller diopter, same lens model. There was no vitrectomy or incision enlargement required. The device was discard and will not be available for evaluation. Visual acuity after initial implant: refraction +1.5-.75x 135, best corrected 20/30, ucdva (uncorrected distance visual acuity) 20/50, ucdva j10. Visual acuity 10 days post-op after lens exchange: 20/25 ucdva, ucnva (uncorrected near visual acuity) 20/20, ar -.25 -.50 @87, refraction plano 20/25. Patient additionally had a symfony lens implanted in their left eye. There are no reported issues with this eye. No further information was provided.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.